Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the peritonitis was manifested by cloudy pd effluent and abdominal pain. On an unreported date, the patient was treated in the emergency room with cubicin (dose, route and frequency not reported) for the peritonitis. On an unreported date, the patient was treated with intravenous (IV) gentamycin (dose and frequency not reported) for the event. At the time of this report; the patient was recovering from the event and had been retrained on aseptic technique. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that the patient had recovered from the peritonitis event (previously reported as recovering). On an unreported date, the patient¿s catheter was removed due to peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted for potentially associated lot number h14d08074 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).